Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter procedure involving the evolutfx-29, the patient experienced mixed aortic stenosis and aortic insufficiency. It was reported that the patient had a low calcified bicuspid aortic valve. A computed tomography scan was conducted for valve sizing, and a pre-implant balloon valvuloplasty was performed as standard practice for the implanting physician. The valve was deployed following commissural alignment procedures and required two recaptures before final deployment. It was reported that the site does not remove parallax in left anterior oblique (lao) view as they feel moving off the s curve does not provide an accurate assessment of implant depth. Post-deployment evaluation showed no paravalvular leak, mitral valve involvement, or conduction abnormalities. However, five hours post-procedure, the patient was taken back to the operating room for an open-heart explant of the valve. The valve migrated into the left ventricular apex and caused a perforation through the aorta from the outflow crowns, leading to hypotension. The patient required hospitalization, which was prolonged, and the event was considered life-threatening. Contributing factors included the patient's anatomy, the bicuspid native valve, and the depth of implant.  The valve was completely explanted, the aortic perforation was repaired, and the patient was closed with a sternotomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured because the implant depth was too shallow.